Event description:
It was reported the customer had recurring signal too low alarm and unexpected restart alarm. The customer reported leaving the battery out of the insulin pump for 20 to 30 seconds. It was also found the customer lost their settings on their insulin pump. The customer's basal settings were intact. The customer was advised their insulin pump needed to be replaced from the recurring alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.